Event description:
Litigation papers allege: on or about (B)(6) 2006, patient underwent a hip replacement surgery. During this surgery, patient was implanted with a depuy asr xl acetabular hip replacement system. Patient has allegedly experienced severe and constant pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, and/or pseudotumours. Additionally, patient might be advised to undergo additional surgery to correct, remove and/or replace the device.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.